Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the reported issue, the adjustable pressure limit valve was replaced.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model adu-98 anesthesia gas machine experienced a malfunction of the adjustable pressure limit valve preventing manual ventilation. This report was received from a single source. The reported event did not involve a patient.